Manufacturer narrative:
Product inquiry stated the reduction instrument t2 kids small to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The reduction instrument small consists of 3 components ¿ the metal reduction rod and two (carbon) radiolucent rods. One of the two carbon rods received was found to be significantly damaged. The thread of the carbon rod was completely broken off at the level of the thread undercut. The appearance of the breakage surfaces indicated that the device broke in a forced fracture due to bending overload. In case of intended use such damage would not have occurred. Nevertheless a pre-damage in prior surgeries could not be excluded. Based on the above facts it could be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The customer, informed the product specialist from trauma /stryker that patient had a femur shaft fracture and surgeon was going to put a t2 femoral nail in to the femur. He was making a reduction with the t2 reduction instrument and without warning the reduction instrument broke. Doctor continued the operation without the instrument. The end of the operation went well.

Event description:
The customer, informed the product specialist from trauma /stryker ab that patient had a femur shaft fracture and surgeon was going to put a t2 femoral nail in to the femur. He was making a reduction with the t2 reduction instrument and without warning the reduction instrument broke. Doctor continued the operation without the instrument. The end of the operation went well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.